Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board, sensor board and detachable battery need to be replaced. The estimate was rejected and the device was returned unrepaired per the customer request.